Event description:
The customer reported there was no audible sound being emitted from the speaker on their mp70 intellivue patient monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.